Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported: ¿one of them has been leaking silicone¿, ¿implants ruptured¿, ¿implants were half empty¿ ¿spot on kidney, liver and teeth are falling out¿, ¿she would never have a baby, because her stomach was so tight¿, ¿80 pounds bigger than she was, it's destroyed her life and marriage¿, ¿breast implant illness¿ (ndr) ¿brain tumor¿ (ndr) ¿cannot walk through the house without falling, and drops hot pans¿ (ndr) this record is for the left side. The device has been explanted.